Event description:
It was reported that when using the bd pyxis¿ es server, device sync on following device: ancv10_sjh, anrad3_sjh and sdsend_sjh. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative upon investigation of the actual device used in this incident, it was determined that the device synchronization needed to be completed. A technical support specialist (tss) dialed into the server and identified that one station was not communicating with the server. The tss connected to the station and reviewed the data sync logs, where an error was observed. The issue was correlated to knowledge article (ka) manual recovery required ¿ datasyncinvaliduploadchangetrackingvalue. The tss opened services.msc and stopped the bd data synchronization and bd maintenance services, then executed the gettx.sql script, which returned no results for both tx and txsnapshot. The script was then executed, followed by truncation of the core.systemoperation table. After completion, the bd data synchronization service was restarted and logs were monitored until normal entries were consistently observed, after which the bd maintenance service was started. The station configuration utility was opened, autologin was configured as carefusion application, and the station was rebooted. The tss also dialed into the application server, navigated to settings, modified the sync change tracking chunk size from 1000 to 1001, and saved the change, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, device sync on following device: ancv10_sjh, anrad3_sjh and sdsend_sjh. There were no adverse events or injuries reported based on this event.